Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
A physician reported false negative architect sars-cov-2 igg results on one patient via (B)(6) post, therefore, no additional patient information is currently available. The results provided: (B)(6) lab sars coronavirus 2 rna by pcr result =positive after 13 days of symptoms, sample collected (B)(6) 2020 / architect sars-cov-2 igg result=negative after 55 days from symptom onset. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for falsely negative results included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 15014m800 was completed and showed that the assay performs acceptably. Device history record review of lot 15014m800 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. In house testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the architect sars-cov-2 igg reagent lot 15014m800 was identified.